Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: as confirmed from sale representative, the broken piece cannot be found.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. . H6. Investigation findings: c22 ¿ photo evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle? X-rays were taken but cannot found the broken needle. Was there any patient consequence or injury? Patient quite concern in this case because she has ivf plan this year. She concern this case will effect later. What is the patient¿s current health status and condition? Patient asked the doctor to keep the complaint product a hospital for suing. What is the lot number? Tcmeuk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? If not, is there a second surgery schedule to search the needle? Please provide more information. Was any other tissue damaged as a result of searching the needle? What measures were taken to retrieved the broken piece? Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a broken needle in the tip area, with a suture section, held by the user. Based on the photo review no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parentera,l strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. The suture broke on the needle tip and was lost into patient's body. No adverse patient consequences were reported. Additional information was requested.